Event description:
Tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, but declined further troubleshooting and follow-up, opting to try another cartridge. No further information could be gathered, and the case was closed by technical support.